Event description:
Home patient (hp) reports patient line of homechoice set was not priming completely. Hp discontinued treatment and set up new supplies. Per hp, no patient injury or medical intervention resulted from incidents.